Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 47 mg/dl, 181 mg/dl, 184 mg/dl, and 176 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Report received indicates that prior to weight testing the unit, a weight of approx 182lbs was applied to the lifestrap at its fullest extension, and a "cracking" sound was heard. No injuries reported.

Manufacturer narrative:
Customer's products were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.